Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for generator replacement, externalized conductors were observed. No electrical anomalies were noted. Lead remains implanted and active. Patient will continue to be monitored with routine follow-ups.